Event description:
Patient was set to undergo an emergency c-section. Physician requested confirmation of fetal heart tones prior to start of the procedure. Ultrasound was ordered. While doing this test the machine alarmed with an error message. The message said, "error" and nothing more. The physician was not able to obtain the readings that were needed. Patient at 24 weeks with twins. One twin was a live birth; second twin with fetal demise. There is no evidence linking the death of the twin to the equipment failure.equipment was removed from patient and biomed was alerted. Biomed came and sequestered the device. Call placed to manufacturer who explained that they did not know what the "error" message meant. Manufacturer is requesting that the device be returned to them for evaluation. Risk management is requesting that device be held at hospital until more details are available.